Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/29/2021. (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the lot number? Were there any patient consequences?

Event description:
It was reported that a patient underwent a re-do left craniotomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture was catching on itself, sticking the entire way. The suture was pulled hard to get the knot down and the suture broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.